Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced an increased time and frequency of charging the ipg until the ipg would not charge any longer. A new charger was tried, but the ipg would still no longer charge. To address the issue, the physician explanted and replaced the ipg with a new model.